Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was giving incorrect readings. Bme did not mention what the values were or how low they were reading. No error messages were seen, just inaccurate readings. Bme was able to put a spare unit in place and that one is working correctly. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving incorrect readings. Bme did not mention what the values were or how low they were reading. No error messages were seen, just inaccurate readings. Bme was able to put a spare unit in place and that one is working correctly. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was giving incorrect readings. The bme did not mention what the values were or how low they were reading. There were no error messages seen, just the inaccurate readings. The bme was able to put a spare multigas unit in its place, which was working as expected. There was no patient harm reported. Investigation summary: the device was sent in for evaluation and was cleaned and decontaminated. The top casing of the multigas unit had some cosmetic scratches but no other signs of physical damage. There was no evidence of fluid exposure. The multigas unit has a lifetime operation time of 16,171 hours. During testing, the reported issue of "low readings" could not be duplicated. A root cause could not be determined. Nk will continue to trend.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving incorrect readings. The bme did not mention what the values were or how low they were reading. There were no error messages seen, just the inaccurate readings. There was no patient harm reported.